Manufacturer narrative:
Citation: akkad, n., kodgule, r., duncavage, e. J., mehta-shah, n., spencer, d. H., watkins, m., shirai, c., & myckatyn, t. (2022). Evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing. Aesthetic surgery journal. Https://doi.org/10.1093/asj/sjac282. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Through journal article ¿evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing¿, authors report a patient diagnosed with bia-alcl. The specific markers confirming this event have not been reported or confirmed. The manufacturer of the device is unknown. Affected side is unknown. Device status is unknown.